Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After liner impaction, the surgeon checked to confirm complete seating of the acetabular liner. The liner was not completely seated, so he again impacted the liner. Rep asked him to confirm that the ard tabs were in the correct position, and he confirmed that they were. He removed the liner and requested a new one, which sat flush after impaction.

Manufacturer narrative:
Additional narrative: examination of the returned liner finds nothing outward to suggest product error. The device history record has been reviewed and no deviations or anomalies are identified. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The investigation is unable to determine a root cause for the problem experienced. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.